Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. During the eval, the force sensor readings were out of specification. Elevated signals make the device more prone to false occlusion alarms. The downstream tubing guide was replaced and the device was calibrated for accurate occlusion detection.

Event description:
It was reported that a spectrum pump displayed multiple downstream occlusion messages. There was no pt involvement.